Manufacturer narrative:
Conclusions: other for anticipated procedural complication. A device history record review was performed for all batches used in the index procedure. This confirmed that these batches all met material, assembly and performance specifications upon release. The device remains implanted so was not available for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. A review of the labeling found that the directions for use notes that multiple procedures may be required to occlude an aneurysm. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
Approximately four months after the index procedure, the patient underwent a second procedure to coil the aneurysm. During this procedure, a further sixteen coils were placed with no clinical consequence to the patient.